Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer complained of a discrepant elecsys total psa immunoassay result for 1 patient sample on a cobas 8000 e 602 module. The initial total psa result was 0.014 ng/ml and was reported outside of the laboratory. The sample was requested to be repeated. The repeat total psa result was 57.69 ng/ml. There was no allegation of an adverse event. The qc and performance checks were acceptable. The total psa reagent lot number was 31123302 with an expiration date of 31-jul-2019. The field service engineer (fse) found a wire to the sample probe was damaged. The fse replaced the sample probe. The investigation found multiple sample probe alarms on the day of the event in the provided alarm trace. The investigation determined that the root cause was the sample probe and the actions performed by the fse resolve the issue.